Manufacturer narrative:
Concomitant medical product: 419488 lead, (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a "boom" and began to shake in their chair. It was noted a beeping sounds was also heard. Follow up yielded no information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.